Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which the customer implemented successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.